Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator has black screen and will not power on. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the customer cancelled the case therefore no service repair done on this unit. The customer refused service. The customer refused repair service.